Manufacturer narrative:
The initial medwatch reported that the alarm for unavailable supply of pressure did not sound during inspection and testing; however; additional testing of the device was completed and there was no reportable malfunction related to the subject device captured in this complaint. The initial MDR was inadvertently submitted as a reportable malfunction.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation additionally found small scratches on the housing not effecting the overall functionality. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility returned the olympus asset, the endoscopic carbon dioxide regulation unit, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the alarm for unavailable supply of pressure did not sound. This report is being submitted for the event found during evaluation. There was no patient involvement.